Manufacturer narrative:
Follow-up information received on 19-apr-2016: ptc result. (B)(4). Safety-quality evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer (plaintiff) who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (interpreted as genital bleeding). Essure was removed approximately one and a half year after its insertion. This event is serious due to medical significance and listed in the reference safety information for essure. After essure insertion, genital bleeding may occur. Given the nature of this event, and in the lack of alternative explanation causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6)-2016 which refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2014. She reported that she experienced, as a result of placement of essure device: heavy bleeding, painful menstruation, severe lower back pain, taste of metal in mouth and migraines. On (B)(6)-2015 essure was removed. Company causality comment:this spontaneous non-medically confirmed legal case report refers to a female consumer (plaintiff) who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (interpreted as genital bleeding). Essure was removed approximately one and a half year after its insertion. This event is serious due to medical significance and listed in the reference safety information for essure. After essure insertion, genital bleeding may occur. Given the nature of this event, and in the lack of alternative explanation causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic pain and menorrhagia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation"), back pain ("sever lower back pain"), dysgeusia ("taste of metal in mouth") and migraine ("migraines"). The patient was treated with surgery (total vaginal hysterectomy, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, dysmenorrhoea, back pain, dysgeusia and migraine outcome was unknown. The reporter considered back pain, dysgeusia, dysmenorrhoea, genital haemorrhage and migraine to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic pain and menorrhagia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation"), back pain ("sever lower back pain"), dysgeusia ("taste of metal in mouth") and migraine ("migraines"). The patient was treated with surgery (total vaginal hysterectomy, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, dysmenorrhoea, back pain, dysgeusia and migraine outcome was unknown. The reporter considered back pain, dysgeusia, dysmenorrhoea, genital haemorrhage and migraine to be related to essure. Quality-safety evaluation of ptc: safety-quality evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 15-apr-2021: medical record received. Reporters information and medical history were added. Case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.